Event description:
It was reported that, "dr. Wanted to replace old 10 degree 28mm series ii insert and use a 32mm 20 degree series ii insert for a 52mm osteonics acetabular shell, reference number (B)(4). The liner did not seat after using the 32mm liner impactor. The liner became wedged in the cup. An attempt to remove the liner with an osteotome did not work and the use of a screw was used to dislodge the liner. A second attempt to implant a 28mm 10 degree series ii liner was successful."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.